Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder was not annunciating as intended. Reportedly, the site reminder was set for 3 days, and has not been turned off. Customer was unsure how the site reminder was turned off. Customer declined further troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.